Event description:
It was reported that egms revealed noise on the ventricular channel. The noise could not be reproduced on real time egms in the clinic. The patient had requested that no intervention be done until the ICD reached eri.

Manufacturer narrative:
Na

Event description:
New information received notes that the lead was capped and replaced.